Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient was reported to be on the way to the hospital, however, it was not reported if they were hospitalized for the peritonitis event. No information was provided regarding treatment, patient outcome or if dianeal therapy was ongoing. No additional information is available.